Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that following insertion the patient experienced abdominal pain, adhesion and loss of appetite. It was reported that the patient underwent removal of mesh on (B)(6) 2017 due to recurrent hernia. No additional information was provided.